Event description:
It was reported that, "tech got burned when laser was being used." The physician was performing a knee arthroscopy procedure when a "flashing popping noise" was heard under the tech's arm resulting in an "immediate burning sensation" under the tech's left forearm. At that point, the tech noted a small pinhole burn through his gown and into his arm. The tech was treated for a third degree/full thickness burn of less than 1/2 cm (approx 2 x 4 mm) and had full release from treatment as of 2008. The hospital's occupational health director reported that the tech stated that the device was not tested according to the labeled instructions for use, and he did not recall whether the device passed the laser output test prior to use or whether any change in lasing output occurred during the procedure. This info is documented as reported to trimedyne.

Manufacturer narrative:
Note: the manufacturer completed all of the information on this form.